Event description:
The user facility reported that during therapeutic colonoscopies, the video image flickered continuously and completely obstructed the image. The users removed the endoscope from the patients to utilize a different, but similar video cart, including the light source to complete the procedures. There were no patient injuries reported. The user facility isolated the video difficulty to the light source. The user facility also reported to have observed similar phenomena in previous procedures; however, they elected to reuse the device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a continuous flickering video image. The device passed all functional tests without any video image difficulties. The ignition, front panel function switches, main lamp, spare lamp, iris unit, and air pump are all working properly. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.